Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to motor stall. The stall was constant; did not recover and the cause of the stall was unknown. The logs showed a stall occurred (B)(6) 2013; previous logs showed there had been a motor stall and motor stall recovery on (B)(6) 2012. It was not known if there was electromagnetic interference (emi). The patient experienced withdraw from drug symptoms. The pump was replaced. The pump was being used to deliver bupivacaine, fentanyl, morphine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was doing good.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly of corrosion and-or wear and-or lubrication.

Manufacturer narrative:
Product ID 8711, lot# n124006006, implanted: 2008-(B)(6), product type catheter. (B)(4).